Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication (unknown concentrations and doses) via an implantable pump. The pump's indication for use (IFU) was non-malignant pain. The patient noted that the pain pump made him want to stop living. Additional information was received from a consumer indicated their device failed on them. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.